Event description:
It was reported that during a follow up in clinic, loss of capture and loss of sensing was noted on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement of the ra lead was observed. The physician suspected the dislodgement was associated with patient ambulation. A revision procedure was performed and the ra lead was successfully repositioned to resolve the event. The patient was in stable condition.